Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 9.8 mmol/l, 3.3 mmol/l, and 5.3 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). No information was provided on the specific part number involved in this event. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.